Event description:
Device 3 of 4. Ref MFR reports: 1627487-2013-04667, 1627487-2013-04668, 1627487-2013-04747. The pt received 4 leads with 2 lot numbers, and two extensions with the same lot number. It was reported the pt's occipital leads (off-label) were explanted due to an infection at the lead site. The pt was placed on oral antibiotics and a culture was not taken. Follow-up identified the physician explanted the ipg and the extension. The entire system was removed in both procedures.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.